Manufacturer narrative:
The customer stated that the patient has gammopathy. The investigation determined the issue is consistent with the gammopathy of the patient. Additionally, the customer used a 1:10 instrument dilution. The tina-quant igm gen.2 assay is automatically pre-diluted by the analyzer at a 1:21 standard pre-dilution. By ordering the 1:10 instrument dilution, the analyzer will cancel the automatic pre-dilution of the test. Qc data from june 2024 showed imprecision, with high and low results that were within 3 standard deviations of the mean. The calibration data showed some degree of calibration failure. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with tina-quant igm gen.2 on a cobas 8000 c702 module. The patient sample was analyzed via electrophoresis, resulting in an igm value of 50 g/l on (B)(6) 2024. When the patient sample was tested on the c 702 analyzer, it resulted in values of 4.249 g/l on (B)(6) 2024, 4.787 g/l on (B)(6) 2024, and 5.152 g/l on (B)(6) 2024. The patient sample resulted in an additional value of 4.23 g/l when tested on the c702 analyzer. The sample was automatically diluted on the analyzer 1:10 and repeated, resulting in a raw value of 0.529 g/l on (B)(6) 2024. This calculates to a final value of 5.29 g/l.